Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is non-compliance with the post-op protocol. Product directions for use (dfu-0098) states that post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that a high tibial osteotomy (hto) was performed with an arthrex puddu titanium plate. Sic (6) weeks post op - everything was fine. At 3 months post op: the proximal locking screws broke approx. 1 cm from the plate. The original surgery had proceeded as normal, it was a 15 mm correction. There was a fracture line extending through the lateral cortex at completion of the osteotomy but this was undisplaced. The patient was allowed 25% weight bearing at 6 weeks post op for 2 weeks, then 50 % for 2 weeks, then 75% and finally 100 % prior to his 3 month visit. The change in the x-ray occurred somewhere between 6 ¿ 12 weeks. The surgeon had concerns about this patients level of compliance post op as he said he had very little pain after surgery. The correction was lost and surgeon felt that a revision osteotomy was needed. The revision was done on (B)(6) 2013.